Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown fault message and stopped ventilating. Complainant indicated that the device was turned off and back on and the device was then able to successfully ventilate the patient.

Manufacturer narrative:
The customer was contacted for the return of the device and indicated the device will not be returning to zoll at this time.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; visual evaluation of the device (both externally and internally) found damage consistent with user handling outside the specification of the device. The investigation is being closed as user mishandling. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately stopped ventilating. Complainant indicated that the device was turned off and back on and the device was then able to successfully ventilate the patient.